Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had alarmed no delivery about 15 times during basal, bolus and manual prime and she experienced high blood glucose of was 599 mg/dl which she treated with manual injections. She disconnected at the quick release and was able to perform fixed prime. It was advised that there was a possible site issue. She declined to remove the infusion set. She stated there might be an issue with the reservoirs as she had changed the infusion set twice and used four reservoirs that day. The call got disconnected; she called back later and was offered to troubleshoot again but she declined. The customer stated she only had one box of each product and they were the same lot number. The customer was advised that because of that, it is difficult to determine the cause of the no delivery alarms but it is most likely that there is a site issue. The customer would try to insert the infusion set in another site location and call back if issue recurs.